Event description:
On (B)(6) 2013 during review of the patient's programming history it was discovered that a faulted system diagnostics test occurred on (B)(6) 2010 and a final interrogation was not performed. At the patient's next visit, the settings were noted to be output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=5/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec. Prior to leaving this visit, the patient was re-programmed to intended settings. No patient adverse events were reported to have occurred due to this event.

Manufacturer narrative:
Analysis of programming history.